Manufacturer narrative:
The pt's weight is unk. This info was not included in the cath lab report. The scoring element and balloon were retained in the pt. Subcutaneous surgical extraction was required to retrieve both pieces. This resulted in a prolonged procedure and additional medical intervention to complete the case. The cath lab report was received for eval. The cath lab report corroborates with the reported complaint. In addition to the info provided in the complaint. The report mentions that the right sfa was totally occluded with collateral from the right profunda artery. The pt also had a laser atherectomy prior to use of the angiosculpt device. The report confirms that the scoring element and the balloon were removed from the pt. The pt left the cath lab in stable condition. The angiosculpt device is with the hospital's risk mgmt, thus, no eval performed. The angiosculpt device was used off-label. Per the instructions for use (IFU) for the angiosculpt pta device, it states to not exceed the rated burst pressure (rbp) printed on the package label. The rbp for the 5.0 x 100 mm is 14 atm. Retained device components is listed as a possible adverse effect of the procedure.

Event description:
The physician used multiple competitor balloons before attempting to utilize the angiosculpt device. The angiosculpt balloon burst upon the 7th inflation at 16 atm. Upon attempt to retrieve the angiosculpt system, the balloon would not completely retract into the 6f sheath. Removal of the sheath resulted in separation of the scoring element and balloon from the shaft at the femoral introduction point. Subsequent attempts to fully remove the device resulted in forcing the device extravascularly into tissue. The vascular surgeon was consulted and it was determined that it would easily be removed by a local cut down approach. The scoring element and balloon were completely removed with the use of micro forceps. The exposed tissue was closed and the pt was returned to the room with no adverse effects.